Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a sensation from the aorta and stimulation since implant. Upon lead evaluation, the stimulation did not appear to be in the diaphragm. The stimulation was more pronounced in the rv lead upon leads testing. Furthermore, a programming of 1.5 safety margin was suggested rather than 2 on one based as per clinician preference. As of this time, this rv lead remains in service. No adverse patient effects were reported. Additional information received which indicated that as per the clinic note, the programming changes were biventricular to left ventricular lead only with an output from 1.5 volts to 2.5 volts with an absence of phrenic nerve stimulation or stimulation noted upon multiple movements. In addition, the biventricular trigger was off. Additional information received which indicated that this rv lead was confirmed to be in septal position and caused desynchrony in pacing, the device was successfully reprogrammed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a sensation from the aorta and stimulation since implant. Upon lead evaluation, the stimulation did not appear to be in the diaphragm. The stimulation was more pronounced in the rv lead upon leads testing. Furthermore, a programming of 1.5 safety margin was suggested rather than 2 on one based as per clinician preference. As of this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a sensation from the aorta and stimulation since implant. Upon lead evaluation, the stimulation did not appear to be in the diaphragm. The stimulation was more pronounced in the rv lead upon leads testing. Furthermore, a programming of 1.5 safety margin was suggested rather than 2 on one based as per clinician preference. As of this time, this rv lead remains in service. No adverse patient effects were reported. Additional information received which indicated that as per the clinic note, the programming changes were biventricular to left ventricular lead only with an output from 1.5 volts to 2.5 volts with an absence of phrenic nerve stimulation or stimulation noted upon multiple movements. In addition, the biventricular trigger was off.

Manufacturer narrative:
This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b.